Manufacturer narrative:
The returned device was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent of greater than 6 units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was mostly likely introduced during the fill process. Use error is therefore determined to be the root cause of the hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria. The omnipod's users guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin¿usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached >500mg/dl after wearing the pod between 4 and 24 hours, her insulin history is as follow: (B)(6).